Event description:
It was reported that a revision surgery was performed due to positional changes of the acetabular cup. The patient reported pain 2 weeks prior to revision. At the time of revision, the cup was loose and removed, along with the femoral head and sleeve. The femoral stem was well fixed and remains implanted.